Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: can't find the one on the left') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. 624409-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted before within 6 weeks after delivery" on (B)(6) 2007. The patient's medical history included diabetes in 2008, vaginal delivery on (B)(6) 2007, blood pressure high in 2007, multigravida, parity 2 (B)(6) 2007, (B)(6) 2006), nickel sensitivity, ectopic pregnancy, miscarriage and gestational diabetes. Previously administered products included for an unreported indication: oral contraceptive pill from 1993 to 2005. Concomitant products included lisinopril since 2007. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of device"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary test"), groin pain ("groin area pain very intense pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, groin pain, back pain and vaginal discharge had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Current weight 188 lbs plaintiff was taking glipvive for diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion; in (B)(6) 2007: everything was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: can't find the one on the left') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. 624409-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted before within 6 weeks after delivery" on (B)(6) 2007. The patient's medical history included diabetes in 2008, vaginal delivery on (B)(6) 2007, blood pressure high in 2007, multigravida, parity 2 (B)(6) 2007, (B)(6) 2006), nickel sensitivity, ectopic pregnancy, miscarriage and gestational diabetes. Previously administered products included for an unreported indication: oral contraceptive pill from 1993 to 2005. Concomitant products included lisinopril since 2007. In september 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary test"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infection"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("expulsion of device"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), groin pain ("groin area pain very intense pain") and back pain ("back pain"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, groin pain, back pain and vaginal discharge had not resolved and the bacterial infection outcome was unknown. The reporter considered abdominal pain, back pain, bacterial infection, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Current weight 188 lbs plaintiff was taking glipvive for diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion; in december 2007: everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- bacterial infection. Onset date of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, device dislocation, urinary tract infection, vaginal discharge were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: can't find the one on the left') and genital haemorrhage ('heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. 624409) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted before within 6 weeks after delivery" on (B)(6) 2007. The patient's medical history included diabetes in 2008, vaginal delivery on (B)(6) 2007, blood pressure high in 2007, multigravida, parity 2 ((B)(6) 2007, (B)(6) 2006), nickel sensitivity, ectopic pregnancy, miscarriage and gestational diabetes. Previously administered products included for an unreported indication: oral contraceptive pill from 1993 to 2005. Concomitant products included lisinopril since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of device"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary test"), groin pain ("groin area pain very intense pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, groin pain, back pain and vaginal discharge had not resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, menorrhagia, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Current weight (B)(6) lbs. Plaintiff was taking glipvive for diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion; in (B)(6) 2007: everything was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary test, malposition of essure device location of device: can't find the one on the left, expulsion of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, groin pain, vaginal discharge, back pain, heavy bleeding, device use issue were added. Outcome of the events updated to not resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.